Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text: not returned to manufacturer.

Event description:
It was reported that the customer¿s device would not provide any voice prompts. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.